Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous left main coronary artery. After stenting, the nc trek was used successfully to post stent dilate; however, resistance was noted with the guiding catheter during device removal, so both devices were removed as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. The procedure was completed with another non-abbott device. No additional information was provided.